Event description:
It was reported that the surgeon was using the quickdrive mini and 10mins into the surgery, the quickdrive mini was going forward on it's own and would not stop. The surgeon look off the battery and waited a few minutes, put a new battery and the quickdrive mini would not work.

Manufacturer narrative:
Investigation in progress, but not yet complete.